Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-aug-28 (B)(6) (hcp): information was received from a healthcare provider regarding a patient who was receiving unknown mo rphine drug (8 mg/ml at unk mg/day) and bupivacaine (40 mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient ran dry on (B)(6) 2024 and got refilled on (B)(6) 2024 but continued to hear pump make 3 tone alarm every 15 minutes. The technician services (tss) had the healthcare provider (hcp) play alarm tone and check if that was what patient heard. The patient confirmed it was the critical two tone alarm every 10 minutes. The tss then had physician check logs and the hcp confirmed that no new events since refill on ¿(B)(6) 2024¿. The tss had caller update the pump and the hcp stated that he saw ¿code 526 pump time two minutes off from programmer time.¿ the tss explained the pump gets its time from the tablet so if the tablet (at refill) time was 2 minutes off from this tablet's time, that would be why.